Event description:
Blood glucose measured "hi" at 9:25 am back to back with a result of 159 mg/dl at 9:30 am when performed within 5 mins of each other. No actions taken and no treatment received as a result. A request has been made for the return of the suspect device and replacement product has been sent.